Event description:
The patient has had non-ischemic cardiomyopathy and underwent implantation of a medtronic maximo ICD for primary prevention of sudden cardiac death in 7 years ago. At that time, his ejection fraction was 35%. Because of the generator shifting, the patient underwent 2 pocket revisions; one in 5 years ago and the second 3 years ago. During the second pocket revision, the patient underwent implantation of a new ICD lead. The old sprint fidelis lead was capped. Since the device had been implanted, the patient had two appropriate ICD discharges. The first discharge was one year ago, when he received a series of 11 discharges that resulted in initiation of amiodarone and the second one was 6 months ago. Two months ago, the patient noticed that his device pocket became inflamed and there was pus draining from it. The patient underwent a pocket revision at that time, performed at another hospital. Culture from the pocket site was growing coag-negative staph for which susceptibilities were not performed. The incision was closed without removing the ICD or the leads. The patient was referred to our clinic for evaluation of this further. At this time, both the ICD and leads were explanted due to infection. The laser was used to remove the leads. The lead tips were sent to pathology for culture. The ICD and remaining leads were sent to biomed.